Manufacturer narrative:
Additional information was added to d4, h4 and h6. H4: device manufacture date - the lot was manufactured between march 18-19, 2025. H11: the actual device was not available; however, photographs were provided for evaluation. The returned photographs were reviewed, and it was noted that fluid was inside the device¿s bladder which suggested an under-infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of large volume infusors under infused. Post infusion, the user observed only three-fourths of the solution was infused after 24hours. The device was filled with 12g of flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.